Event description:
Medtronic received information regarding a thermal therapy system being used in a procedure. It was reported that the software was forcing incorrect temperature map (tmap). During the magnetic resonance imaging (MRI) portion of the case, the tmap images would continuously swap. The manufacturer representative (rep) stated the MRI tech had to copy/pasted the same tmap, but the software was forced on a different image. The rep mentioned the team was using a non-medtronic scanner. It was also stated that this was the 2nd time this happened at the site. The first time the tmaps didn¿t swap every new session but they did swap at least 3 or 4 times. On october 3rd, the tmap images swapped every time they started a new live session. The MRI tech copy and pasted the tmap, which means they did not swap the images. This was the same way they have been doing it for years. There was less than an hour delay to the case. No reported impact to the patient.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: m450001b022, version #: 3.3.2. The manufacturer representative went to the site to test the system. No hardware parts were replaced. Please look to 1723170-2022-01424 for the other case. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3/h6: a software analysis was initiated to determine probable cause of the issue. Software analysis determined that the software was performing as intended. The issue was confirmed to originate in the magnetic resonance imaging (MRI) scanner system, as a deficiency that the scanner manufacturer continues to address towards providing a fix. Codes b01, c19 and d14 apply to this software analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: a software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the software was functioning as designed. However, the reported event was related to a software issue at the digital intercommunication of medicine (dicom) information level, and the issue was confirmed to originate in the MRI scanner system of le ilt v29.1 systems. This issue was documented in a medtronic navigation software anomaly tracking database. H6: fdm b01, fdr c10, and fdc d02 are applicable to the software analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.